Manufacturer narrative:
D10 concomitant product: egiaustnd; egiaustnd endogia ultra univ std stap; (lot number: p5l1130) egiaushort; egiaushort endogia ultra univ sht stap; (lot number: p5l1199) unknown egia su; unknown endo gia sulu; (lot number: unknown) unknown egia su; unknown endo gia sulu; (lot number: unknown) unknown egia su; unknown endo gia sulu; (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open left nephrectomy, while attempting to staple vascular tissue, the three manual staplers did not fire despite the surgeon being able to press the green safety button and squeeze the handle. The procedure was extended by approximately forty five minutes due to these firing issues. Suturing was performed as a staple line replacement to address the situation.